Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dislodgment could not be conclusively determined. (B)(4).

Event description:
Based on the information received, the ra lead became dislodged and a revision was performed (B)(6) 2015. The lead was capped and replaced and the condition of the patient was stable.